Manufacturer narrative:
The company representative examined the system and no problems were found. The company representative examined the footswitch. The footswitch connector was tightened and the footswitch cable was reseated. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that the footswitch started to present continuous irrigation during a cataract with intraocular lens implant procedure. The customer rebooted the equipment, but a system message displayed and the system locked. The equipment was exchanged and the case was completed following a delay of less than 15 minutes. There was no harm to the patient.